Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had black lines on the display and crack inside the screen. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.